Event description:
Additional information was received which indicated that the patient is no longer considering explant surgery at this time, as the physician will not replace the generator until the eri=yes flag is seen. A review of programming history found the patient's most current diagnostic results from 2009. A battery life calculator indicated 1.23 years until end of service. No additional information has been provided.

Event description:
On (B)(6) 2012, it was reported that the patient will be seeing the physician for possible end of service of device and an increase in seizures. Follow up with the physician's office found that the patient is on six anti-epileptic drugs and has vns, but does not use the magnet. It was quoted from the clinic visit report that the patient and her mother report that surgical options have been discussed with them several times but they are not interested in any invasive procedures at this time. Based on this, the nurse stated that she does not believe the patient is currently considering re-implant surgery. There were no notes to indicate if the physician checked if the device was at end of service or not. The nurse stated that she would contact the vns representative if any further information is found; however, no additional information has been provided. No further information is available in regards to the patient's seizures at this time.

Manufacturer narrative:
Analysis of programming history.